Event description:
It is reported the alignment tip of the impactor is broken off; however, it is unknown when this took place.

Manufacturer narrative:
This report will be amended when our investigation is complete.